Manufacturer narrative:
This report is submitted on august 28, 2017.

Event description:
Per the clinic, on (B)(6) 2017, during attempted insertion of the electrode array, the sheath allegedly broke away from the electrode resulting in the surgeon to discontinue use of the device. The patient was successfully implanted with the backup cochlear implant. No patient injury was associated with the event.